Event description:
It was reported that the device was near recommended replacement time (rrt) at 3.5 years, which did not meet the physician's expectation for longevity. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2003; 6949 implantable tachy lead, (B)(6) 2007; 4194 implantable pacing lead, (B)(6) 2007. (B)(4).